Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and was found to have a broken grip at the grip base. A piece approximately 0.219mm x 0.094mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm large suturecut needle driver (lsnd) instrument had a broken tip. There was no report of patient involvement or patient injury.